Manufacturer narrative:
(B)(4). Date sent: 09/18/2018. Batch # unknown. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported via journal article: title : ventilation strategy for video-assisted thoracoscopic clipping of patent ductus arteriosus in children. Author: k. Muralidhar and d.p. Shetty. Citation: paediatric anaesthesia. 2001; 11: 45-48. The authors reported the use of video-assisted thoracoscopic (vat) technique of clipping patent ductus arteriosus (pda) in children. A total of 40 patients with pda were divided into two groups: during vat surgery patients in group a (20 patients; mean age: 3.6 ± 2.4) were managed with right main stem bronchial intubation and those in group b (20 patients; mean age: 3.7 ± 2.7) received low tidal volume-high frequency ventilation using a siemens 900c ventilator. During the procedure in all patients, once the pda was dissected, an appropriate sized ligaclip vascular clip (ethicon) was advanced through the posterior thoracostomy and was placed around the duct parallel to the aorta. In group a, reported complications included oxygen saturation fell to 85% (n-2) in which the single lumen tracheal tube was withdrawn to a tracheal position, the left lung inflated, and the one lung ventilation was reinstituted and coarctation of the aorta (n-1) which required conversion to open thoracotomy. In group b, reported complications included bleeding (n-1) which required conversion to open thoracotomy and leak of chyle (n-1) which required conversion to open thoracotomy. It was concluded that the use of high frequency low tidal volume ventilation technique is a reasonable alternative to the techniques of one lung ventilation during vats pda clipping. It is safe and can be satisfactorily utilized in children undergoing this type of surgery.